Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient had the device removed not to long after it was implanted because it did not work. The drug information, troubleshooting, symptoms, and cause related to the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.